Event description:
Pt was receiving the final five mins of chemotherapy for left upper outer breast cancer. Pt had allegedly felt some pressure in the right shoulder area, when the fluid was infused into the port. The port had been accessed and aspirated successfully and the infusion was begun. Pt did have some positional problems with port. However, if they lay flat, was able to receive the chemotherapy without any problems. The plan was to remove the port at the same time as the intened mastectomy. Pt was receiving the fourth and final dose of cytoxan and adriamycin. Pt had received IV ativan 1 mg, zofran 24 mg, and decadron 10 mg plus 960 mg of adriamycin and the normal amount of cytoxan. When dr saw pt they had some swelling of the right subclavian area, the port was intact. The connection to the silicon catheter was intact and the silicon catheter could be traced to the subclavian area below the clavicle. Pt had full range of motion of arms. Pt had some tingling and numbness in the palm of the right hand. Pt was able to squeeze dr's fingers. Pt did have some weakness of the abduction of all the fingers. Pt had normal color, normal pulse, and normal breath sounds. No cardiac murmur. It was felt that when unable to pull back on any fluid from the port, it was irrigated easily with saline. The pt managed to feel that irrigation and it was felt that the brachial plexus had been bathed in the final IV fluids. Pt was able to move right shoulder, squeeze fingers but not stretch fingers wide. Had decreased sensation in palm but not on the dorsum of the hand. Pt had no streaks, no edema, except in the subclavian area. Chest x-ray was done, this revealed that the silicon catheter from the port-a-cath had fractured at the level of the third rib and the clavicle, and that the distal fragment was in the superior vena cava distracted approximately 6 cm from the fracture site. At the point, dr rexamined pt. The sensation was returning to palm. Pt was able to oppose all fingers, stretch the fingers out quite strongly meaning that the lumbricals, the hand muscles were working. Pt had a good first, normal sensation distally. Pt had full range of motion of right shoulder, right elbow and the right wrist. The pain had diminished and it was only tender to palpation in the right subclavian area. An ambulance was arranged. The dept of vascular surgery was contacted. He facilitated admission for interventional radiology to remove the catheter tip via the vena cava. Pt was told that the complications might include obstruction of the heart with the catheter and was asked to keep still and not change clothes and to be bundled onto the ambulance for the trip to medical ctr. The pt was fully aware. Pt saw the x-ray, received blood work, asked questions and dr opted not to remove the proximal part of the port, that can be removed at a different time should it not be done at hosp today. Spouse was with pt and understood each step of the way, as did the pt. Dr saw pt several times over three hrs, and spent approx an hr with pt altogether face-to-face. Transfer papers and appropriate info was copied and sent with along with the films.